Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. No issues were noted. Integrity of seal surface testing was performed for functional verification of patient adapter with no issue. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set could not be tightened to a titanium adapter and came off. The connection was attempted repeatedly but failed. This event occurred during use with patient involvement. There was no report of patient injury or medical intervention associated with this event. No additional information is available.